Manufacturer narrative:
Investigation summary: it was reported there was foreign matter found on the needle part. To aid in the investigation, two samples with the plastic shield and one photo were received for evaluation by our quality team. A visual inspection was performed with a 30x microscope. One sample has no defects or imperfections; the other sample has an epoxy drip over on the needle. The photo provided shows the sample received with the epoxy drip over. This defect can occur during the assembly process. During manufacturing, the plastic hub is placed under the cannulator, then the needle is positioned and assembled to the plastic hub adding the white epoxy to fix it. In this case, the misfeeding of the cannulator may have induced the epoxy on the needle. A device history record review was completed for provided material number 305107, lot number 0022947. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Based on the investigation and with the returned sample and photo sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 bd precisionglide¿ needles had foreign matter on them. The following information was provided by the initial reporter: "found foreign material on needle part."